Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that it had been difficult to charge her ins since date of implant (doi). She would get the screen that said "reposition antenna" and "no device found." For the past 5 days, it felt like her ins was getting further away from the surface of her skin. One time when she was charging her ins (patient didn't know date) the relay box got very hot, and made her controller warm. Since doi, she charges her ins every day.